Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient doesn't think it was working and their healthcare provider (hcp) wants the ins to be checked to make sure it is working before doing anything further. The patient added that the hcp said they should feel something, but they do not. The call center asked if the patient was getting therapeutic effect and the patient said they did in the beginning as it sometimes helps a lot and sometimes it does not. Prior to the call, the patient's new hcp changed them to program 4. During the call, the patient had access to their patient programmer (pp) so they synched to their ins which showed stimulation was on. They have the ability to change programs and/or adjust stimulation; it was noted that the patient felt stimulation in the correct area. Therapy expectations (50% reduction in symptoms) was reviewed with the patient. They were also redirected to their hcp if the problem doesn't resolve. The patient then added their next appointment is on may 8th. No further patient complications have been reported as a result of this event.